Event description:
I started developing mild symptoms dating back to 2006, one year after I got my implants. By 2014, I had gained over 70lbs and my health started to deteriorate. By 2019, I felt my body was self destructing from the inside out and I had high blood pressure, debilitating migraines happening weekly, gerd, inflammation, leaky gut, insomnia, generalized anxiety, food sensitivities, etc. FDA safety report ID# (B)(4).